Event description:
It was later reported that the device was explanted and replaced. Normal battery depletion was noted. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 7434a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# unknown, implanted: 1994 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation and a shocking or jolting sensation. It was further noted that the patient had intermittent ¿on and off¿ stimulations a few times in a week. The charge level was unknown when this occurred. It was noted that the patient did not have scheduled or cycled therapy. It was noted that this had been happening for two weeks prior to report. No falls and trauma were reported. It was noted that the shocking at pocket could not be reproduced. It was noted that this happened once a week for one year. It was noted that impedances were within range and that the x-ray "looked good." Additional information received reported that there were no apparent malfunctions observed and no known cause of the issue. No special interventions were taken. It was noted that an impedance check was negative for any possible short or open circuits. The patient continued to receive effective therapy ¿as the reported incidences were few in number and happened rather infrequently.¿ the reporter stated that they believe that the patients ¿on-off¿ issue could be related to positional change.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 39286, lot# uk6122327, implanted: (B)(6) 1994, product type: lead. Product ID: 3550-39, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the lead found no significant anomaly. It was noted that the lead body was cut through. Analysis of the anchors found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.